Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining troponin (accutni) results above the ami cutoff and within the risk stratification range for two (2) different patients' samples that were generated by the access 2 immunoassay system. Upon repeat both results were within the normal reference range. The results provided by the customer are shown. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The samples were collected in li heparin pst tubes and were centrifuged on the automation line. The samples were aspirated from the collection tubes for the initial testing. The samples were aliquoted and re-centrifuged for 2 minutes at 12,000rpm prior to repeat testing on the alternate instrument. The customer ran qc when they noticed elevated troponin results. Qc was out of specifications. The customer primed and repeated qc, which was in range. A field service engineer (fse) performed a system check prior to this event and met specifications. The fse also serviced the instrument prior to this event and replaced the aspirate probes and mixer pulleys. An fse was dispatched for this event on (B)(4) 2011 and performed a preventive maintenance (pm) on the instrument and replaced the mixer motor and the belt tension pilley. All verification testing met specifications. Although hardware issues were noted, no clear root cause could be determined for this event.